Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic that is torn off and missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece collamer model cq2015 lens in the injector and the leading haptic tore off. No patient contact or injury.